Event description:
A patient reported blood glucose results of 56mg/dl, 88mg/dl and 106mg/dl with a lifescan meter, performed within 4 minutes of each other. A check strip test was performed and the rewult fell within specifications.